Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the e315 error occurred because the picture output was lost. The white balance could not be achieved in the dark because the water entered through the hole of the cable. The electronic circuit was destroyed, and the communication failure between the video processor and the camera head occurred. It was likely the hole in the cable was caused by reprocessing and storing the product with tweezers, forceps, scalpels, etc. The instructions for use (IFU) provides the following guidelines: do not reprocess or store this product with tweezers, forceps, scalpels, etc. A hole is opened in the camera cable, and water leakage may cause the electrical circuit inside the product to be destroyed.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. There was no image due to a shortage on the cable. The cable was punctured. Additionally, the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high-definition camera head presented an error code and no image. The issue was discovered during a sterile processing check of the device. No patient involvement reported.